Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens exchanged for a shorter lens. Patient experienced significant reduction of irido-corneal angles. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicm5 13.7 implantable collamer lens with a -2.25 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens on (B)(6) 2016 and the problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial with clear surgical residue/debris on it. Visual inspection found no visible damage to the lens. (B)(4).